Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). On a previous visit for the same issue, the fss had replaced the advantech printed circuit board, the network adapter printed circuit board and modified the ethernet cable. At this field service visit, the fss replaced the subsystem controller printed circuit board, the instrument manager, and power supply. The fse performed host and system software install. A full system software installation was performed. The date and time was verified. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a 2012 - error during a cataract procedure in sculpt mode. The procedure was completed using a backup machine. There was no patient injury reported.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Follow-up #1, the method code was included, however, code does not apply. All pertinent information available to abbott medical optics has been submitted.